Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor cannula was missing. The customer¿s blood glucose was 114 mg/dl at the time of incident. Customer reported that he noticed that the sensor cannula was not attache when removed from the insertion site. There is no significant event leading to the reported issue was observed. The sensor is being replaced and is expected to return for analysis.